Manufacturer narrative:
(B)(4). Subsequent to the initial report, additional information was received that corrected the device associated with this complaint. This report has been updated to reflect the corrected device. Complaint sample was not returned to codman and no device information was provided; therefore, an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The clinician will be doing a revision on female dob (B)(6). The original date of first implant was (B)(6) 2016. Can you send me a replacement of the 82-8800pl for the revision case on (B)(6) 2017.